Manufacturer narrative:
(B)(4). Date sent 10/8/2024. D4 batch #c9e72x. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received unfired. Additionally, the ech60r buttress was on the reload deck and on the anvil. The buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number c9e72x, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2024. D4: batch # unk. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? N/a. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? None. Did the jaws eventually open? Currently, unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a respiratory surgery, when the cartridge was installed at the 2nd firing and the slr was installed, the handle unlocked but the tip did not open. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.